Manufacturer narrative:
Follow-up #1 date of submission 07/23/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2013 with the following findings: the pump powered on normally to the verify screen. The display was fully illuminated and clear; the complaint of a blank display was not duplicated. The pump cover was removed and there was no damage found to the display flex or connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.